Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report has not yet been returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the event of leak as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported events of "abdominal pain", a disconnected port, urinary frequency, and dysuria from journal article: "an unusual cause of dysuria", ann r coll surg engl (2011) 93: e64-e66.